Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. It was recommended that the field service engineer (fse) explain to the user that dust and rust may result in the malfunction and make corresponding preventive improvements (keeping the video connector dry before use). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The olympus sales representative reported (on behalf of the customer) that while using the evis exera iii video system center, the images would flicker or disappear with colored bars. The reported issue was found during preparation for a diagnostic procedure(laryngoscopy). The patient was not under anesthesia. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that after a rhino-laryngo videoscope, visera rhino-laryngo videoscope, colonovideoscope, and a colonovideoscope were used to connect the endoscopic cable and hd camera head for repeated testing. No image failure was found when shaking the video connector. There were many dust and liquid ingress marks inside the scope socket. After cleaning and rust removal, no abnormalities were found during retesting. After the endoscope was inserted into the scope socket, the gear was tight, and no looseness or faults were found during continuous inspection for two days. The image flickers the customer encountered after accessing the endoscope may be related to the dust and rust caused by liquid entering, resulting in poor contact. It is recommended that the customer makes the corresponding preventive improvements (keeping the video connector dry before use). The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.